Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc). A lead revision procedure was performed where it was discovered that the lead had dislodged. The lead was explanted and replaced with another boston scientific lead. There were no additional adverse patient effects.